Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm and was removed from the patient's body without any problem. The procedure was completed with a different device. There were no problem with the patient condition post procedure.